Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a pump malfunction. The tubing was found to be defective during the revision surgery. No patient complications were reported.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 spherical reservoir was visually inspected, and leak tested; no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 spherical reservoir was visually inspected, and leak tested; no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a pump malfunction. The tubing was found to be defective during the revision surgery. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a pump malfunction. The tubing was found to be defective during the revision surgery. No patient complications were reported.